Manufacturer narrative:
The reported products were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory.

Event description:
Customer reported receiving a reading of 27 mmol/l (486 mg/dl) on his adc blood glucose meter and self-administering an unknown amount of insulin in response to the reading. Approximately 90 minutes later, customer began to experience unspecified "hypo" symptoms which resulted in a loss of consciousness. Paramedics were called and upon their arrival received a reading of 2.6 mmol/l (47 mg/dl) on their unknown brand of meter. Customer was given a coke to drink. No self-treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.